Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The territory manager reported via phone call that the insulin pump's bolus history was not recording all boluses properly. The caller also reported that the insulin pump was cracked on the side of the battery compartment. Blood glucose level at the time of the incident was 123 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked lcd window and broken battery tube threads.